Event description:
Rv lead exhibiting 1oss 01 capture and high thresholds. Complete neart 01oc1 ana dizziness and complete heart block (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).